Event description:
Event description guidant received information that out of the box, this cardiac resynchronization therapy defibrillator (crt-d) had a battery voltage below the 0.1v border compared to the battery voltage printed on the labeling.